Event description:
(B)(6) 2025 - we were notified of a patient with a retained capsule. Frm-0089c capsule incident questionnaire was sent to obtain additional information. (B)(6) 2025 - we requested updates from the customer and were informed that the customer called the patient to see if the capsule was excreted and found out that the patient is waiting for the capsule to be excreted. (B)(6) 2025 - we were notified that the physician requested additional imaging and possibly another round of prep to aid the patient to excrete the capsule. Since no additional information has been provided, the cause of the retention could not be assessed. Furthermore, capsule retention is discussed in the IFU under "patient condition" and "risks". A follow-up report will be submitted once additional information is received supplemental information: (B)(6) 2025 - completed (B)(4) was received indicating that the patient had chronic constipation and anemia that could have led to the retention. Doctor ordered a CT of abdomen and pelvis and depending on the status of the scan they will refer to surgery. (B)(6) 2025 - we were notified that the capsule was excreted naturally but not retrieved. Kub was performed to confirm the excretion, therefore no further action is required, and this issue will be deemed as closed.

Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient with a retained capsule. (B)(4) capsule incident questionnaire was sent to obtain additional information. (B)(6) 2025 - we requested updates from the customer and were informed that the customer called the patient to see if the capsule was excreted and found out that the patient is waiting for the capsule to be excreted. (B)(6) 2025 - we were notified that the physician requested additional imaging and possibly another round of prep to aid the patient to excrete the capsule. Since no additional information has been provided, the cause of the retention could not be assessed. Furthermore, capsule retention is discussed in the IFU under "patient condition" and "risks". A follow-up report will be submitted once additional information is received supplemental information: (B)(6) 2025 - completed (B)(4) was received indicating that the patient had chronic constipation and anemia that could have led to the retention. Doctor ordered a CT of abdomen and pelvis and depending on the status of the scan they will refer to surgery. (B)(6) 2025 - we were notified that the capsule was excreted naturally but not retrieved. Kub was performed to confirm the excretion, therefore no further action is required, and this issue will be deemed as closed.

Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient with a retained capsule. Frm-0089c capsule incident questionnaire was sent to obtain additional information. (B)(6) 2025 - we requested updates from the customer and were informed that the customer called the patient to see if the capsule was excreted and found out that the patient is waiting for the capsule to be excreted. (B)(6) 2025 - we were notified that the physician requested additional imaging and possibly another round of prep to aid the patient to excrete the capsule. Since no additional information has been provided, the cause of the retention could not be assessed. Furthermore, capsule retention is discussed in the IFU under "patient condition" and "risks". A follow-up report will be submitted once additional information is received

Event description:
(B)(6) 2025 - we were notified of a patient with a retained capsule. Frm-0089c capsule incident questionnaire was sent to obtain additional information. (B)(6) 2025 - we requested updates from the customer and were informed that the customer called the patient to see if the capsule was excreted and found out that the patient is waiting for the capsule to be excreted. (B)(6) 2025 - we were notified that the physician requested additional imaging and possibly another round of prep to aid the patient to excrete the capsule. Since no additional information has been provided, the cause of the retention could not be assessed. Furthermore, capsule retention is discussed in the IFU under "patient condition" and "risks". A follow-up report will be submitted once additional information is received.